Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. The root cause for the dull knife experienced by the customer cannot be determined. The most likely cause of dullness is damage to blade. However, it is unlikely that damage occurred during the manufacturing process. (B)(4).

Event description:
A hospital representative reported a general statement regarding several knives being dull. Additional information regarding pt involvement and / or pt impact was requested, but no further details were provided.